Event description:
Device issue: shaft separation. Time of device issue: during procedure. Adverse effect: none. It was reported that during the procedure in the heavily calcified left anterior descending (lad) artery, the xience prime stent delivery system (sds) was advanced, but could not cross the lesion. The sds was removed from the anatomy and a xience v sds was advanced, but could not cross the lesion and was removed from the anatomy. While attempting to push both sds to the lesion, force was applied and the shafts broke into 2 pieces for both devices. No intervention was required to removed the stent systems from the anatomy. Balloon angioplasty was performed to complete the procedure. There was no adverse patient effect. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The customer reported, the device is expected to be returned for evaluation. It has not yet been received.